Event description:
It was reported that the balloon ruptured. A charger balloon was selected for use to treat the iliac artery. The target vessel was 70% stenosed and mildly calcified. During the first inflation at 12 atm, the balloon ruptured. The balloon was exchanged for another balloon. The procedure was completed. There were no patient complications.

Manufacturer narrative:
Device eval by MFR: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present in the balloon. A longitudinal tear was identified in the balloon material. The tear measured 15 mm in length and extended from a position 3mm proximal of the distal markerband to 18 mm proximal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that the balloon ruptured. A charger balloon was selected for use to treat the iliac artery. The target vessel was 70% stenosed and mildly calcified. During the first inflation at 12 atm, the balloon ruptured. The balloon was exchanged for another balloon. The procedure was completed. There were no patient complications.